Manufacturer narrative:
Samples were collected in li heparin plasma and centrifuged at 4800 rpm for 5.5 minutes. Customer's qc data shows that low level of accutni qc performance was trending upward over the month of (B)(6) with a sudden spike outside the customer's established limits on the date of event. Bci field service engineer (fse) performed system check which failed to meet instrument specifications. Fse found that on-board substrate bottle measured at 20,000 rlus while substrate from a fresh bottle measure at 2,000 rlus, which prompted fse to de-contaminate the system. Fse verified hardware by performing a passing system check within instrument specifications. After re-calibrating the on board assays, fse performed qc which was within the customer's established ranges. Root cause is associated with contaminated substrate.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining erroneously elevated troponin (accutni) results within the risk stratification range for seven (7) patients' samples. The results were generated by the access 2 immunoassay analyzer. Patient results were repeated out of the lab and questioned by ER, as they did not correlate with istat "point of care" device results. Repeat analysis of the samples on an alternate instrument generated lower results within the normal reference range for all patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.